Event description:
It was reported that the interpulse lost function during a hip replacement and when the batteries were removed, smoke was observed coming from them. The procedure was completed successfully, with no patient or user injuries and no adverse consequences.

Manufacturer narrative:
Disposed of by user facility.